Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittent loss of capture. An x-ray revealed lead dislodgement. The lead was repositioned, however loss of capture continued, so the lead was replaced.